Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient got an eri message on their screen. There was an allegation/dissatisfaction with the ins longevity. There were no further complications reported.